Event description:
Facility alleges that the safety latch popped out of the sling bar during pt transfer from bed to chair, causing the loop of the sling to slip out. The nurse alleged that she injured her right shoulder while trying to prevent the pt from falling. Facility reported they used a non-liko mfg sling on the lift during the transfer.

Manufacturer narrative:
From the instruction guide ((B)(4)) for viking l, the safety instructions clearly state: before lifting always make certain that (among other points): the lifting accessory is correctly and securely applied to the pt, so that no personal injury can occur. The lifting accessory is correctly applied to the lifting equipment. The sling's strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the pt is lifted from the underlying surface.